Event description:
It was reported that the patient experienced pain and redness at the back following a spinal cord stimulator (scs) trial lead pull due to an infection. The patient was provided with antibiotics. The physician was unable to confirm if infection was device or procedure related. The explanted devices were disposed by the facility. The patient has fully recovered.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6). Batch: 7286177 UDI: (B)(4).